Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor was unable to power on. There was extensive physical damage to the monitor, including physical damage to the computer/analog and defib pcas. The cause for the failure was due to the damaged pcas. The root cause for the extensive physical damage was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.